Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. The maryland bipolar forceps instrument was analyzed and inspection found a frayed grip cable. The frayed cable strands were stuck out at the wrist. The instrument was found to have a scratched yaw pulley. Both sides of the yaw pulley had several scratches. As part of investigation, further inspection identified damage to the conductor wire insulation at the distal end. The internal wires were slightly exposed. There was no thermal damage nor material missing. Additionally, scratches on both sides of the yaw pulley were identified. These findings are unrelated to the grip cable damage. The instrument was placed and driven on an in-house system, and instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions, and it opened and closed properly. The instrument passed the electrical continuity and energy delivery tests.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, one of the wires of the maryland bipolar forceps instrument was broken. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no damage or anything out of the ordinary identified. No arcing was observed during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure. The instrument did not collide with any other instrument or tool during the procedure. No problem was observed removing the instrument through the cannula.

Event description:
Refer to h10/h11 for follow-up information.